Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient with barrett's esophagus was treated with radiofrequency ablation (rfa) with the halo90 focal catheter. The procedure was normal, and everything went well. Upon removal of the catheter, the physician felt resistance. The catheter was stuck, and proceeded to detach from the scope upon extraction. The focal catheter partly blocked the patient's airway. Physician called the anesthesiologist for assistance. The patient was then put under anesthesia to remove the rfa catheter. The patient is fine without any signs of adverse effects. Product was visually inspected prior to use. Duration of use 30 minutes.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found no notable conditions. The reported condition was not confirmed and the investigation found no fault. The investigation could not determine the root cause of the event. No failure mode was identified. No corrective action is required. A review of the device history records for the provided lot/serial number was completed and acceptance criteria for entries potentially pertinent to the customer's report were within specified limits at the time of release.